Event description:
Technician alleged that the head brake caster would set but not hold. No pt impact.

Manufacturer narrative:
Technician found the brake caster worn out. Technician replaced the brake caster to resolve the issue.